Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with 1 cartridge during the load process. There was no reported impact to customer's blood glucose level. Customer was able to load a new cartridge successfully.